Event description:
The customer discovered questionable ion selective electrode (ise) sodium results when they performed a routine instrument to instrument correlation. The customer runs a few samples daily on both the cobas c501 analyzer and a cobas c311 analyzer and compares results. When the results did not compare, they repeated qc on the cobas c501 and it was out of specification. They recalibrated and ran qc and it was within range. The customer stated this appeared to have resolved the issue. The customer stated that they had a few physicians call to question the results released during this time period. On (B)(6) 2015, they pulled all samples run between 11am and 3pm on (B)(6) 2015 and repeated the ise testing. Out of 100 samples, 64 sodium results were corrected. The repeat results were believed to be correct and called to the doctors. Data was only provided for three patient samples. Patient 1 initial sodium result was 151 mmol/l and the repeat result was 143 mmol/l. Patient 2 initial sodium result was 148 mmol/l and the repeat result was 141 mmol/l. This patient was a male age (B)(6), with a date of birth (B)(6). Patient 3 initial sodium result was 149 mmol/l and the repeat result was 143 mmol/l. This patient was a female age (B)(6), with a date of birth (B)(6). There was no adverse event. The sodium electrode lot number and expiration date were requested, but were not provided. The field service representative found a vacuum line was pinched on the rinse mechanism. He performed corrective maintenance by properly routing the rinse mechanism vacuum and fluidic lines. The customer ran calibration, qc, and precision testing. All results met specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.